Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were not inflating due to fluid loss. It was noted there was a tear in both cylinders near the proximal ends. There was no fluid in the reservoir and also air in the pump. The ipp was explanted and replaced. There were no patient complications.